Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, the monitor failed incoming testing. The pulse pin 1 on the belt receptacle was thermally damaged. The cause of the failure was isolated to the damaged pulse pin. The root cause for the damaged pulse pin was excessive current. The root cause of the excessive current was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.